Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse optimized the cables routing and reseated the connections on the surgeon side console (ssc), personality module surgeon console (pmsc) to correct the problem.

Event description:
It was reported that at the beginning of a planned da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy procedure, the surgeon could not use the surgeon side console (ssc) because of double image issue. During the event, the initial reporter, a nurse, contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The tse found no related errors in the system logs. Per the advice from the tse, the customer rebooted the system but the issue remained. As a result, the customer elected to abort and reschedule the surgical procedure. At the time the case was aborted, anesthesia had already been administered to the patient and ports were placed.